Event description:
The patient had full revision surgery on (B)(6) 2016 due to high impedance. The explanting facility does not return product to the manufacturer. Therefore, no analysis could be performed.

Manufacturer narrative:
.

Event description:
It was reported that a patient was experiencing painful stimulation and felt like his vns wires were unconnected. The patient had an appointment on (B)(6) 2016, and high impedance was confirmed to be present. The patient was referred for x-rays. No gross fractures were identified in the visible portion of the lead. The electrode portion of the lead could not be assessed as they were not included in the provided images. The presence of a microfracture could not be ruled out. No surgical intervention has occurred to date.

Event description:
Clinic notes were received with further information regarding the high impedance of the patient's device. The patient experienced pain in the chest and neck and coughing with magnet activation. A chest x-ray was performed, and the physician stated that he could see the lead wire going over the sternum and beyond the left border of the sternum. The physician could not feel the lead wire beyond the left border of the sternum even though the lead wire and generator were very superficial, above the pectoralis muscle on the right side of the chest. The physician believed that the lead wire was disconnected either over the sternum or at the are of connection to the "old wire," which was most likely referencing the electrodes on the vagus nerve. No further relevant information has been received to date.